Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: update rec'd 1-05-2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The lot information is being updated for the acetabular cup.

Event description:
Pt. Correspondence: patient was revised due to pain.